Event description:
Surgery date 06; levels l3/l5, with st360 screws, connectors, rods, and two 11x20mm bak/vista implants (1 at each level). The report states the inner set screw stripped in the connector at l3. The device part and lot number is unknown, as well as the set screw. The surgeon was unable to tighten or remove the set screw. The reporter stated that the set screw was spinning freely inside the connector. The device remains implanted as part of the final construct.